Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt experienced a loss of therapeutic effect. She had difficulty walking and falling a lot. It was unk what was causing these episodes. She has had no injuries related to this event. There were issues with her neurostimulator. The health care professional confirmed that there was no device malfunctions associated with this event. The plan for this pt was to avoid electronic devices that caused her to have decreased therapy. No pt injury was noted. The device was working effective in the clinic and she always leaves with effective therapy. She was doing fine.